Event description:
I had essure implants done in (B)(6) 2008. What was supposed to be a 12-15 min procedure took over 45 min due to the doctor having difficulties placing the implants into my fallopian tubes. The doctor first tried to do the procedure in (B)(6) 2008 without success and I had to go back again in (B)(6) 2008. I have been sick for over 2 yrs now and didn't know why. I was hospitalized 4 times in a 2 week period this (B)(6) 2011 with severe abdominal pain, chest pain, fainting, headaches, muscle aches, diarrhea, etc. The ER doctor had a CT scan done and it showed that I have an essure coil lodged in my rectal wall! I have an appointment with a colorectal surgeon today to discuss surgery to remove the lodged coil and another appointment with an ob/gyn to discuss removal of the coil in my fallopian tube.